Event description:
According to the reporter: space making balloon would not inflate. Removed from patient and a large amount of force was required to inflate the balloon a small amount. New balloon opened and functioned perfectly. Corrective action taken relevant to the care of the patient: opened new balloon, continued with case without further disruption.

Manufacturer narrative:
(B)(4).